Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Sensing noise and low pacing impedance could not be reproduced during analysis. The device was received with normal telemetry communication and normal output. Functional tests performed including sense threshold and lead impedance did not identify any functional issues. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found at above electronic replacement indicator (eri) levels, with signs of rapid discharging. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The reported low atrial impedance and noise were verified from the rco data. However, noise and low pacing impedance could not be reproduced during analysis. The device was received with normal telemetry communication and normal output. Functional tests performed including sense threshold and lead impedance did not identify any functional issues. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found at above electronic replacement indicator (eri) levels, with signs of rapid discharging. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information indicates that noise over-sensing occurred and the low atrial impedance was also a pacemaker issue.

Event description:
Related manufacturer reference number: 2017865-2023-16277. Related manufacturer reference number: 2017865-2023-16278. It was reported that a patient presented in-clinic for a surgical revision procedure. Prior examination revealed an epi alert and signal artifact on the patient's pacemaker, signal artifact and low pacing impedance on the patient's right atrial lead, and signal artifact on the patient's right ventricular lead. The products were explanted on (B)(6) 2023. The pacemaker was replaced. The patient was stable throughout.